Event description:
It was reported that a tandem mobi cartridge alarm occurred during the load process. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The caller was advised by technical support to remove the cartridge and deliver a 9-unit bolus, which was successfully completed. Although the customer could not reload the original cartridge, they were assisted in loading a new cartridge following proper techniques. It remains unknown if the caller was able to resume insulin therapy as they were waiting for their insulin vial to reach room temperature. The caller was advised to warm the vial in their hands and to call back if the issue persisted. The issue was reported as resolved.